Event description:
Intubated patient required manual bagging. Mask pulled off bag to use on endotracheal tube (ett). Unable to connect bag to ett. Patient placed back on vent; connector piece found on mask after event that needed to be on end of anesthesia bag.